Event description:
An altitude alarm was reported, and the customer had experienced the same issue with the pump in the past month. However, there was no information about the impact on the customer's blood glucose level, as the customer declined to provide their blood glucose readings at the time of the event. Technical support arranged for a replacement pump and instructed the customer on the storage mode procedure before returning the pump with a prepaid label. Meanwhile, the customer planned to use multiple daily injections as a backup insulin therapy.